Event description:
Patient reported left side fissure and rupture. Healthcare professional later confirmed "intracapsular rupture" and capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture & capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "fissure". Later patient reported "intracapsular rupture". Healthcare professional later confirmed "intracapsular rupture". This record is for the left side. Device remains implanted.